Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue. This occurred during priming of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with no issues noted. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. Functional tests were performed using in-lab connectors with no issues or leaks. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.